Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure device removal-she underwent a hysteroscopy,laparoscopic bilateral salpingectomy.") In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysteroscopy, laparoscopic partial bilateral salpingectomy excision of two foreign bodies). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure device removal-she underwent a hysteroscopy, laparoscopic bilateral salpingectomy.") In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysteroscopy, laparoscopic partial bilateral salpingectomy excision of two foreign bodies). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), polycystic ovaries ("polycystic ovarian syndrome"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a hysteroscopy,laparoscopic partial bilateral salpingectomy excision of two foreign bodies). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, polycystic ovaries, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dermatitis allergic, alopecia, tooth disorder, weight increased, headache, visual impairment and gastrointestinal disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device expulsion, dyspareunia, fallopian tube perforation, gastrointestinal disorder, headache, menorrhagia, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirmation test : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: event medical device removal was updated to fallopian tubes perforation. New events - pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, bladder infection, uti, bladder problems, urinary problems, gi conditions, hair loss, dental problems, headaches, vision problems, weight gain, polycystic ovarian syndrome, expulsion, were added. Reporter's information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.